Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), depression ("depression"), tooth disorder ("dental problems"), fatigue ("exhausted"), hypersomnia ("sleeping more"), breast tenderness ("breast tenderness") and muscle spasms ("pelvic and thigh cramping") and underwent endodontic procedure ("root canal") and tooth extraction ("tooth removal"). The patient was treated with surgery (to remove her essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abnormal weight gain, depression, tooth disorder, fatigue, hypersomnia, breast tenderness, muscle spasms, endodontic procedure and tooth extraction outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, breast tenderness, depression, endodontic procedure, fatigue, hypersomnia, menorrhagia, muscle spasms, pelvic discomfort, pelvic pain, tooth disorder and tooth extraction to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve them. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event exhausted, sleeping more, breast tenderness, pelvic and thigh cramping, root canal, tooth removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 25-oct-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Shortly after undergoing the essure procedure, a hysterosalpingogram test was performed her coil was properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, excessive weight gain, depression, and dental problems. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve them. On (B)(6) 2016, she underwent surgery to remove her essure coil. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had severe chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately seven years later, she underwent a surgery to remove her essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality safety evaluation of ptc company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had severe chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately seven years later, she underwent a surgery to remove her essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, uterine fibroid, morbid obesity and ovarian disorder. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), depression ("depression"), tooth disorder ("dental problems"), fatigue ("exhausted"), hypersomnia ("sleeping more"), breast tenderness ("breast tenderness") and muscle spasms ("pelvic and thigh cramping") and underwent endodontic procedure ("root canal") and tooth extraction ("tooth removal"). The patient was treated with surgery (hysterectomy total laparoscopic right salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, abnormal weight gain, depression, tooth disorder, fatigue, hypersomnia, breast tenderness, muscle spasms, endodontic procedure and tooth extraction outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, breast tenderness, depression, endodontic procedure, fatigue, heavy menstrual bleeding, hypersomnia, muscle spasms, pelvic discomfort, pelvic pain, tooth disorder and tooth extraction to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve them. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, uterine fibroid, morbid obesity and ovarian disorder. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), depression ("depression"), tooth disorder ("dental problems"), fatigue ("exhausted"), hypersomnia ("sleeping more"), breast tenderness ("breast tenderness") and muscle spasms ("pelvic and thigh cramping") and underwent endodontic procedure ("root canal") and tooth extraction ("tooth removal"). The patient was treated with surgery (hysterectomy total laparoscopic right salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abnormal weight gain, depression, tooth disorder, fatigue, hypersomnia, breast tenderness, muscle spasms, endodontic procedure and tooth extraction outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, breast tenderness, depression, endodontic procedure, fatigue, hypersomnia, menorrhagia, muscle spasms, pelvic discomfort, pelvic pain, tooth disorder and tooth extraction to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve them. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information , other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.